Manufacturer narrative:
The customer contacted the customer care center (ccc). The customer stated that no probe maintenance was performed on the instrument. The customer reran patient samples on a difference flex that was loaded on 2016/05/12. The samples rerun on the same instrument, matched with results obtained on an alternate dimension vista instrument. A siemens technical applications specialist (tas) went to the customer's site. Tas performed precision testing, and results passed. A customer service engineer (cse) was dispatched to the customer's site. The cse replaced the aliquot probe and drain. The cse then performed alignments and ran a quick check. Quality control (qc) was run, resulting within range. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on three patient samples on a dimension vista 1500 instrument. The initial results were reported out to the physician(s). The results were questioned by the physician(s). The customer repeated the samples on another dimension vista 1500 instrument, resulting higher. The customer then repeated the samples again on the original dimension vista 1500 instrument and they resulted higher than the original results. The customer then did a look back on patient results from (B)(6) 2016 and found additional discordant patient results. The samples were repeated on an alternate dimension vista instrument, resulting higher than the original results. Corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.